Manufacturer narrative:
The associated journey dcf femoral cutting block was returned and evaluated. Visual inspection of the product confirmed the stated failure mode. The pin hole has been enlarged, and on the back side of the device, the hole showed burr and deformation on the edge of the hole. The instrument was manufactured in 2015, and exhibits significant signs of wear/usage. Our investigation included a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a thr procedure plate of impactor fell off. Delay from 0 -30 minutes reported. Backup device available. No revision surgery performed. No injury or impact to patient reported yet.